Event description:
It was reported that the patient with this implantable pacemaker, was not feeling well. Analysis of the device determined that the programmed parameters were not adequate for the patient, leading to oversensing and overpacing. Reprograming of the device was performed. This device remains in service. No further adverse patient effects were reported.